Event description:
A malfunction alarm, identified as malf 0, was reported, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer service provided pump reset information and assisted with resetting the pump, which resolved the issue, as the malfunction did not recur. The customer understood the instructions to continue using the pump and to contact support if the issue recurred.